Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown cable/wire: cerclage cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: song k., zhu b., jiang q., xiong j. And shi h. (2022), the radiographic soft tissue thickness is associated with wound complications after open reduction and internal fixation of patella fractures, bmc musculoskeletal disorders, vol. 23 (539), pages 1-7 (china). The aim of this retrospective study was to develop a radiographic measurement to evaluate the thickness of surrounding soft tissue of the knee and determine its relationship with wound complications after orif of patella fractures. Between june 2017 to february 2021, a total of 237 patients (117 male and 120 female) with a mean age of 53.1 ± 13.2 years (range: 12¿85 years) were included in the study. Surgery was performed using one single-looped cable cerclage (f 1.7 mm, synthes, switzerland). The mean follow-up was 25.9 ± 13.5 months (range: 12¿56 months). The following complications were reported as follows: 53 patients underwent removal of hardware for reasons other than infection. The average time from primary fracture fixation to removal of hardware in these patients was 15.7 ± 3.0 months (range: 12¿24 months). 24 patients developed minor wound complication after orif of patella fracture. All of them received prolonged intravenous antibiotics, and bacterial cultures of the drainage were performed for each patient. Among these patients, bacterial cultures were negative in 20 patients. Staphylococcus aureus was cultured in the drainage of three patients and enterobacter cloacae was cultured in the drainage of one patient. All the minor wound complications were controlled well by using intravenous antibiotics and intensive wound care. Only 1 patient received reoperation to remove the hardware for the major wound complication. The result of bacterial culture was enterobacter cloacae in this case. This report is for an unk - cable/wire: cerclage cable. This is report 1 of 1 for (B)(4).